Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of visualization of black particles in unit and also alleged of infection, nasal/throat irritation or soreness. Patient has been using antibiotics prescribed by doctor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of visualization of black particles in unit and also alleged of infection, nasal/throat irritation or soreness. Patient has been using antibiotics prescribed by doctor. The reported event and its severity was reviewed by the manufacture's clinical expert. This event is assessed as may be related to a product problem and/or user error. Additionally, the reported complaints could also be explained by disease or underlying condition/past medical history. Base on the available information at the time of the review, the device may have caused or contributed to the reported events. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit was scrapped.